Event description:
Pt reported that back to back test performed on their ss meter using separate finger sticks were 210 and 315 mg/dl (40% difference). No symptoms were reported. Control test result (140) was in range. Lfs rep discovered pt's meter isn't cleaned. Lfs rep reviewed qc procedures with pt. On follow-up, pt stated they went to the pharmacy (after their initial call to lfs) and got an error 3 message on their meter when tested by the pharmacist. The meter was replaced. There was no allegation of harm.